Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, software version: 1.2.0. The software investigation was unable to determine probable cause. Logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system was left unplugged and drained the ups to failure.

Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735740, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (hcp, rep); medtronic received information that, while in a spinal fusion, the navigation system shut down without prompt from the user. The navigation system was rebooted and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No parts were replaced. The system passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.